Event description:
Consumer called to reporting being taken to the e.r. For treatment due to incorrect readings on the plink. Was getting readings of 300 when, in fact, the readings were closer to 11.